Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was unknown. Customer administered a correction injection as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.